Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving a plum duo infusion pump, and it was reported that without warning, a ¿downstream air¿ alarm triggered after the pump had been functioning normally. The intravenous was out of reach, making it impossible to disconnect from the patient. No air was identified in the downstream tubing, and there was no apparent way to troubleshoot or override what appeared to be an erroneous alarm. The patient required boluses of propofol and precedex while the infusion was being re-established. There was patient involvement, and harm.